Event description:
Information received by medtronic indicated that customer noticed battery failed alarm and crack on center button of the pump . No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed there was no damage on retainer ring, but the issues were unresolved. Customer will discontinue to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged blank display, cosmetic damage, and failed battery test found on august 12, 2022. Device received with blank display. Unable to confirm battery test alarm due to blank display. Unable to download to thump due to blank display. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. Device was cut open to perform visual inspection and found corroded electronic assemblies. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (serial number label fading). The p-cap/reservoir does lock properly. Blank display was confirmed during analysis. Cosmetic damage was confirmed at the keypad overlay. Unable to confirm battery test due to blank display. Unable to download to thump due to blank display. Unable to download to confirm failed battery test. Confirmed moisture damage to electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.